Manufacturer narrative:
(B)(4). The sample was not available; therefore the exact root cause could not be determined. According to the information provided by the customer, they attributed the defect to solvent absence due to incorrect assembly technique. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The information about this complaint has been forwarded to the operative personnel to determine if further actions are required. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that there was a saline leak located near to the arterial chamber. There was no patient involvement.